Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the cause of the patient¿s por and loss of therapy is unknown, but possibly due to emi. They noted that they patient has not gained or lost any weight. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. A power on reset (por) was reported. They stated that the patient¿s therapy had stopped. The rep reported no exposure to common medical equipment that could be related to the por. The rep met with the patient prior to the call, and was able to clear the por. They stated that stimulation was turned on, and no other issues were reported. The rep inquired about a possible reason for the por. Patient services reviewed different typed of pors. No further complications were reported.